Event description:
Philips received a complaint on the defibrillator indicating that the device had a drop damage. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The dfm100 display assembly was then returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results confirmed the reported damage. The lcd glass was cracked causing the display to be blank when the device was powering up. Based on the information available and the testing conducted, the cause of the reported problem was with the device having been dropped. The reported problem was confirmed.

Manufacturer narrative:
The fse evaluated the device on site and it was determined the front case and display were damaged. The fse replaced the front case and display resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.